Manufacturer narrative:
Resmed has requested for the device to be returned so that an engineering investigation can be performed. The device has not been returned, therefore, resmed is unable to confirm the alleged malfunction at this time. Resmed reference#: (B)(4). FDA reference#: medwatch (B)(4).

Event description:
It was reported to resmed that a patient using an astral device while at home went into respiratory/cardiac arrest and was admitted to the hospital. On multiple occasions, water rain-out at the expiratory block allegedly led to the expiratory flow sensor chip failing due to excessive moisture causing the ventilator to malfunction. Excess water removed from filter, filter replaced and 10 to 12 flow sensors replaced with no resolution. On 2 separate occasions, patient was placed on an alternate, non-resmed ventilator. Subsequently, patient went into cardiac arrest.

Manufacturer narrative:
The astral device was returned to resmed for an investigation. As per the resmed internal investigation report regarding device with serial number (B)(6), learn circuit test failed with error code 600 four times according to the device data logs. Error code 600 indicated the expiratory flow sensor was not able to be calibrated. The learn circuit function determines the impedance and compliance of the circuit and to confirm correct circuit type is properly connected. Astral user guide recommends the learn circuit function be performed with every change of circuit configuration and at regular intervals to ensure optimum and accurate performance. Review of the device¿s alarm logs revealed alarm message ¿check circuit and filters for blockages, leak or water. Repeat learn circuit.¿ occurred 154 times. This indicated a failure with the device circuit. It was a medium priority alarm. The device indicated this event with both a visual and acoustic alarm signal. Specifically, a yellow alarm bar message appeared on the device¿s user interface and the alarm led flashed yellow. The device also sounded 3 beeps every 10 seconds. The alarm cannot be muted and is not resettable until resolved. Based on an investigation and inspection of astral serial number (B)(6), condensation/water ingress on the expiratory flow sensor resulted in incorrect flow measurement on the expiratory side leading to alarms triggered and learn circuit test failure. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4) FDA reference#: medwatch 2400100000-2021-8047

Event description:
It was reported to resmed that a patient using an astral device while at home went into respiratory/cardiac arrest and was admitted to the hospital. On multiple occasions, water rain-out at the expiratory block allegedly led to the expiratory flow sensor chip failing due to excessive moisture causing the ventilator to malfunction. Excess water removed from filter, filter replaced and 10 to 12 flow sensors replaced with no resolution. On 2 separate occasions, patient was placed on an alternate, non-resmed ventilator. Subsequently, patient went into cardiac arrest.